Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the status indicator for the battery on the wireless foot switch (wfs) did not light up properly. To resolve the reported issue, the fse replaced the wfs. The system was returned to use in good working order and ready for clinical use. The wfs was returned for further analysis. Functional testing was performed, and it was identified that the battery was not charging. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to the procedure's commencement. The system's instructions for use (IFU) instruct the user to verify that the wireless footswitch functions with the system and to ensure that the battery is fully charged prior to using it. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch had a defect. No harm was reported to philips. Philips has started an investigation of this complaint.